Event description:
We were informed on (B)(6) 2024 about an event regarding a patient with medtronic system. It was reported that the patient underwent a procedure in which two medtronic implantable pulse generators (ipg) were explanted and replaced with a (B)(6) ipg for unknown reason. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Reference report: mw5161836.